Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Event description:
Patient reported "capsular contracture (baker grade unknown) and suspected device rupture". Later healthcare professional reported "patient began to worry about discomfort in the left chest and front chest. There was an asymmetry compared to the contralateral breast. I-ii degree contracture. Left breast endoprosthesis rupture. Stage iii capsular contracture of the left breast." This record is for the left side. Device was explanted.